Event description:
It was reported that the patient experienced unspecified issues with his previous inflatable penile prosthesis (ipp) due to a fluid leak from an unknown location. No patient's consequences were reported in relation to this event. No more information is available at the moment, additional information will be provided as it becomes available.